Event description:
It was reported that the lead warning triggered, and the lead exhibited high/varying impedances. During the revision procedure, the lead connection and fixation were checked and verified as being correct. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed) and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The outer insulation was melted and the lead exhibited apparent explant damage.